Event description:
On (B)(6) 2022, it was reported by a sales representative via email that (2) ar-3638 knotless fibertak inserters broke and cut the sutures attached to the anchor. This was discovered during a labral repair on (B)(6) 2021, when surgeon was inserting the implants. Additional information received on 3/10/2022: both fibertak inserters broke inside the patient and all fragments were retrieved. Surgeon complete case with anchors from another manufacturer.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.